Event description:
I have no known allergies but yesterday I almost went into anaphylactic shock from the glue on the freestyle libre sensor. I have had a freestyle libre glucose monitor for close to a year, and the past 3-4 sensors I have broken out with a rash where the glue made skin contact. I was advised by MFR on several methods to prevent this which only made it worse. I drive truck with diabetes so I need to have a reliable way to check my sugar. We have contacted the company and they told me it's us not them even though I have spoken to at least 5 people who have had the same issue. FDA safety report ID# (B)(4).